Event description:
It was reported that the flex shaft bent and fluted tip broke into two pieces when drilling for pinn done screws. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> it was reported that the flex shaft bent and fluted tip broke into two pieces when drilling for pinn done screws. No surgical delay. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample (B)(6)/quickset 1pc flex drill bit 35 confirmed the allegation. The flexible segment of the drill was bent and fluted tip was broken. A dimensional inspection for the (B)(6)/quickset 1pc flex drill bit 35 was unable to be performed since it was not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the (B)(6)/quickset 1pc flex drill bit 35 would contribute to the complained device issue. Multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. The potential cause can be attributed to user's technique error. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.